Event description:
It was reported that the pt described fluctuating hearing sensations while chewing or pressing on the implant. Further she reported fluctuations in loudness while speaking or moving her jaw. Changing the external parts did not help. Testing carried out on (B)(4), 2010 showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.